Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor broke during filling. This occurred when the device had been filled with 60ml of glucose solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: june 23, 2017 - june 24, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo provided shows evidence of bladder rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.